Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) cardiac sarcoidosis and restricted posterior leaflet for a mitraclip procedure. During the procedure, mitraclip (40813r1018; cds0705-xtw) was positioned medially at anterior and posterior leaflet 2 (a2p2), targeting the main mr. During the first full closure, an eccentric jet was observed, leading to an axis change and a second closure. The mr worsened while the pressure was increased and evaluated. Ultrasound showed anterior leaflet perforation. Deeper grasping with controlled gripper actuation (cga) stabilized the patient. Medial indentation opened with deeper gripping, leaving severe mr. An nt was placed at anterior and posterior leaflet 3(a3p3) to reduce mr. Mr slightly decreased but remained moderate to severe. With blood pressure around 70, an iabp was inserted and the procedure was completed. The mr was increased to grade 3-4 post procedure. Additional mitraclip procedure is scheduled on (B)(6) 2025 to treat tissue leaflet perforation. There no clinically significant delay reported.

Event description:
Subsequent to the previously filed report, additional information was received. Post procedure, the patient's hemodynamics were stable but remained hospitalized and intubated due to persistent dyspnea.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported procedural condition (grasping) in conjunction with patient condition (indentation) and the worsening mr appears to be due to the tissue injury. The reported dyspnea appears to be a cascading effect of the worsening mr. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, unexpected medical interventions, and surgical intervention were results of case-specific circumstances as the patient remained hospitalized, another clip placed to reduce the mr, and iabp was inserted, and a mitral valve replacement procedure was performed to treat the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: h6 health effect - clinical code: 1816 dyspnea. H6 health effect - impact code: 4624 surgical intervention, 4607 hospitalization.